Event description:
IV catheter placed and flushed well. Connected IV contrast connected, power injector started and catheter came apart at the hub insertion site. Catheter removed from pt intact and without difficulty with no pt harm.